Event description:
A customer contacted baxter's technical service center regarding a home patient (hp) during fill 1 on a home choice (hc) and the registered nurse (rn) stated the caregiver (cg) dropped the cassette cartridge and the rn wanted to end therapy. The technical service representative (tsr) assisted the rn with ending therapy to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because patient reported during trouble shooting of an alarm situation check heater line, they dropped the cassette cartridge. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.